Manufacturer narrative:
(B)(4). Carefusion was able to duplicate the reported issue. During bench testing, the unit was resetting when being powered on with an external and an internal power source. Internal inspection revealed a broken pin on jp1 of the memory board which is causing the unit to reset. Carefusion replaced the memory board to resolve the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a constant alarm while attempting to power up the ventilator. While in service, it was discovered that the root cause was due to the unit constantly resetting. This reportable issue was discovered while in service, therefore there was no patient involvement.